Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reported inaccurate cgm values which occurred the day the sensor had been inserted into the abdomen. The patient¿s cgm displayed 277 mg/dl and she self-treated with fast-acting insulin; however, she immediately started to feel low. She self-treated with juice, peppermint, sweet cereal; her cgm went up to 82 mg/dl and immediately dropped to 44 mg/dl. She became weak, dizzy, incoherent, shaky, and fell down. Her husband took her to the emergency department where her bg upon arrival was 32 mg/dl but her cgm displayed 64 mg/dl. She was admitted to the hospital for over 24 hours and treated with glucose to raise her blood glucose level. Post-event, the patient stated she does not ¿feel like herself¿. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.